Event description:
It was reported that this surgically capped right ventricular lead caused the patient to experience diaphragmatic stimulation. Previously, this lead was causing diaphragmatic stimulation and was replaced during pulse generator change out. This lead was not removed but was plugged into the atrial port of the pulse generator. Boston scientific technical services (ts) recommended testing of right ventricular only at higher outputs to verify that this lead was causing the stimulation and to consider going to either auto or turning trend off. Ts also discussed that it seems less likely that the stimulation was caused by the left ventricular lead since it is chronic. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).